Event description:
It was reported that the patient was experiencing an increase in seizures and the patient';s mother had requested the vns generator be explanted as a result. In response to the increase in seizure frequency the surgeon requested that the generator be programmed off so that the patient's seizure frequency without vns could be assessed. Attempts to obtain additional relevant information have be unsuccessful to date. No known surgical interventions have been performed to date.